Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the probe tip broken at 14.5mm from the distal end. There is a scratch adjacent to the fracture surface. The fracture is developed from the scratch. The manufacturing history was reviewed, with no irregularities noted. Based on the past similar cases, it is known that the probe tip of the device is cracked caused by activation of the device during the probe tip contacting with something hard and the probe tip is broken when the probe received a load. The instruction manual of the device mentions already cautions; do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
During hepatectomy, the subject device (tb-0510ic) was used. Within 30 minutes from the beginning of the procedure, after 5 or 10 times of outputs, the probe tip was broken into the patient's body. The fragment of the probe tip was retrieved from the patient's body. The procedure was completed with another thunderbeat device. It is reported that there was no patient harm.